Event description:
Procedure: hernia. According to the reporter: the patient developed a subcutaneous seroma on (B)(6) 2012. The severity was noted to be mild. No action was taken. There is a possible relationship to the device.

Manufacturer narrative:
(B)(4).